Event description:
Paramedics attended to a person diagnosed in cardiac arrest. Disposable defibrillation electrodes of another manufacturer were attached to the pt. The operator reported that the monitor displayed a dashed line and the pt's ECG could not be monitored through the defibrillation electrodes. The operator changed the electrodes and proper operation was observed. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of device use.